Event description:
The physician achieved arteriotomy closure with the perclose a-t (the closer ak) device. Fluoroscopy confirmed arteriotomy placement in the right superficial femoral (sfa). Slight calcification was noted in the common femoral artery (cfa). Device insertion was without incident. The foot was deployed and parked without incident. The needles were deployed and the sutures captured as expected. The knot was delivered. Shortly after the procedure the pt complained of right leg pain. Doppler revealed a loss of peripheral pulses below the closure site. The pt was taken to surgery. A right cfa to sfa bypass was performed. The surgeon stated, "a thick atherosclerotic plaque in the distal cfa was extending into the sfa." The surgeon's impression was that the plaque was responsible for the acute occlusion in the right femoral artery. The perclose suture was noted to be intact and placed within the anterior wall of the sfa. The pt was started on cipro 500mg for 2 days, although the white blood count was normal. The pt was dischargd in 2003 and reported to be doing well. Three days later, the pt returned to the e.r., with hypertension, a discharge at the arteriotomy site and right groin pain. The wbc was 11.2 and the pt was started on timentin 3 gms i.v. The pt was taken to surgery 2 days later for debridement of the arteriotomy site and perclose suture removal. Wound cultures were positive for mrsa. The pt was discharged 4 days later on cirpo 500mg twice a day for six weeks and reported to be doing well.